Manufacturer narrative:
While a patient was positioned upon the surgical table, the table began to move into the reflex position. User facility personnel were able to stabilize the surgical table and the procedure was completed successfully. A steris service technician arrived onsite to inspect the surgical table. Prior to inspection of the table, the technician observed damage to the table's column shroud and labels on the table base. The damage to the table's column shroud and labels is indicative of items stored on the base of the surgical table. The steris service technician inspected the surgical table and found damage to components inside the table's column shroud and damage to the auxiliary override systems. The reported event can occur if an object is stored on the base of the table and the column shroud contacts the object on the table base. This could cause the auxiliary override systems to become damaged and activate those switches subsequently causing the unintended movement as reported by the user facility. The operator manual states (pp.4-8), "never store the foot control (or any other objects) on the table base." The steris service technician took photos of the surgical table and provided them to steris quality for review. Evaluation of the photos indicates that the warning label on the base of the table was damaged/peeled as though something had contacted the label. The column shroud cover also evidenced signs of contact by an object separating the cover halves from the bottom up as though the cover was damaged upon being lowered onto an object; the shroud was misaligned from its normal position. Evaluation of the photos also showed that the auxiliary control label was missing from its normal location under the auxiliary switch location. The photo also showed a dent in the upper corner of the shroud at the top. The technician repaired the surgical table, tested the equipment and confirmed the table to be operating properly. The surgical table was returned to service and no additional issues have been reported. The 3085 surgical table is equipped with a cb2 which disconnects the internal motor batteries and will stop the hydraulic pump shutting down the movement. User facility personnel did not utilize the cb2 when the table was not responding to controls via the hand control or auxiliary override controls. Section 8 in the operator manual instructs operators on the proper steps of resetting the circuit breakers including cb2. The steris service technician discussed the proper use and operation of the surgical table with user facility personnel. The surgical table was manufactured in 2006 and is serviced and maintained by the user facility's biomedical department. The operator manual states (pp.1-2), "repairs and adjustments to this equipment must be made only by fully qualified service personnel. Nonroutine maintenance performed by inexperienced, unqualified personnel or installation of unauthorized parts could cause personal injury, invalidate the warranty, or result in costly damage. Contact steris regarding service options."

Event description:
The user facility reported that during a patient procedure the table articulated without being commanded to do so. No report of injury.